Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional stress testing using test pads without duplicating the report. A replacement device was already sent to the customer. The suspect device will be recertified at manufacturing. The pads used during the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.